Event description:
It was reported that patient experienced unspecified issues with his ambicor penile prosthesis (app) . Patient underwent a replacement procedure. All components were explanted and replaced. A new inflatable penile prosthesis (ipp) was implanted. No information about the patient outcome is available at the moment. Additional information was received. Device malfunctioned. No adverse patient effects.